Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, her blood glucose had lowered to 20 mg/dl and paramedics were called. Customer stated she administers to much insulin and declined troubleshooting. She wasn't taken to the hospital she was just treated at home. Customer stated insulin squirted out when she attempting to attach the cannula to the device, no alarms occurred. Customer did not fill tubing before entering the reservoir into the device. Customer was advised to monitor the device and call back if any issues persisted. The device is not returning.